Event description:
It was reported the probe connector in the back of the sr8 is damaged. No other information was provided. 23 may 2024 evaluation found: the unit was powered up with a bench test probe and it was noticed that there were dark streaks in the image.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of the probe connector in the back of the sr8 is damaged was confirmed. The unit was powered up with a bench test probe and it was noticed that there were dark streaks in the image, which was traced to the damaged probe connector, therefore the connector will have to be replaced. Reported issue root cause: the root cause is due to use of the device.